Event description:
Health care professional reported through clinical study follow-up that approximately 14 days post implant the pt was hospitalized with a thromboembolism. He experienced aphasia and paresia of left arm for a 10-15 minute duration with spontaneous full recovery. Treatment was changed to warfarin. The device remains implanted and is functioning as intended.